Manufacturer narrative:
Date of event: the event occurred on an unreported date at the beginning of december 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "caused by stomachache". The patient was hospitalized and treated with an unspecified drug for the event. At the time of this report, the patient remained hospitalized, the patient was not recovered and pd therapy was withdrawn. The reporter declined to provide additional information.